Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d314trg ICD, implanted: (B)(6) 2014. A 457445 lead implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported there was chronic high thresholds. The lead was capped and replaced.

Event description:
It was reported that there was increased threshold and decreased impedance on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.